Event description:
As reported by the user facility: customer informed (B)(4) health authority (B)(4). Infusion pump on (B)(6) 2008 at 5:10 connected with 21 infusion bag (aminomix bag) with rate setting of 83 ml/h started. Calculated delivery time: 24 hours. Bag empty on (B)(6) 2008, 23:20 (approx 18 hours later). Outcome for patient: over infusion, temporary increase of blood sugar.

Manufacturer narrative:
(B)(4). B braun medical, inc (the importer) is submitting this report on behalf of b braun (B)(4) (the manufacturer). This report has been identified as b braun (B)(4). According to investigation report dated 22 dec 2008: device history log file checked. Customer confirmed several device alarmed 'too much drops' during the therapy and continued therapy. Visual inspection revealed no abnormalities. Reported problem could not be duplicated. The function and the delivery accuracy was found to be within specification when device was tested in our quality laboratory.